Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2015. Analysis of the pump revealed no anomaly. Analysis of the 8709 sc catheter revealed catheter/sc connector coring/tears/cuts in the seal; leaking was demonstrated during analysis. Analysis of the unknown catheter revealed catheter body was deformed in shape and/or abrasion, which did not affect infusion. No significant anomaly.

Event description:
It was reported that the pump and catheter were explanted and not replaced due to an infection on (B)(6) 2015 the infected baclofen pump was due to meningitis; however, the meningitis was not caused by a baclofen pump problem, it was spontaneous in nature. There was no patient injury; the patient recovered without sequelae. Additional information received from the healthcare provider reported the date of diagnosis of the infection was (B)(6) 2015. The patient experienced redness and swelling. Treatment included removal and the infection resolved with removal and antibiotics now being adequately being treated with oral lioresal. No drug withdrawal. It was noted that the risk factors the patient had before the implantation of the device was significant sinus problems secondary to prior severe skull fractures. The healthcare provider also reported that the patient presented to the hcp as consult for removal of their pump secondary to meningitis (infection not secondary to her pump system.) The pump was used to deliver lioresal.

Manufacturer narrative:
After analysis and review, the previously reported code of on the 8709sc catheter was updated to. The code 71 applies to the pump and unknown catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.